Manufacturer narrative:
Implant date estimated based on report details. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that five (5) weeks postoperatively following a cataract plus trabecular microbypass stent system procedure, the patient presented with synechiae over the stents, and the stents are no longer visible. Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing treatment options based on the patient''s current and future condition. Per report, the patient''s most recent status is "iop and vision are doing well". Additional information is being requested.